Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient did not fall on the implant, they fell forward the first time and the second time they fell on their knees. Rep reported that the patient did not land on or hit the implant. The patient has the implant on and it was programmed yesterday ((B)(6) 2025) to program 6 where patient "felt it vaginally."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient did not experience urinary retention prior to the device. The retention had not worsen, not necessarily related to the device per rep. They stated the patient felt they were not able to empty their bladder at times. Catherization was not the patients standard of care. On feb. 17 changed program from 2 to program 7. The rep were not able to see if that worked because the patient had dbs surgery with device in MRI mode that day and then fell twice after the following day (feb. 18) after being released from the hospital. Patient was readmitted to the hospital on feb.18 and a follow up appointment was made with their urogyn to evaluate for approximate 2 weeks later. Will reevaluate interstim therapy at that time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the caller reported that the patient claimed to be having more retention. On (B)(6) 2025, they changed the program from program 2 to program 7 to see how that affected the symptoms. The caller was not with the patient.